Event description:
Reporter indicated a vns computer would not power on. The computer and flashcard have been returned and are currently in product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.